Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the ¿insufficient seal¿ issue. The instrument was placed on a in-house system and passed the self test. The instrument successfully cut and delivered energy through the grips. The grip-force test passed at all orientations within specification at straight 5.68 lbs., pitch 5.67 lbs., and yaw 6.34 lbs. The jaw gap test passed at 003", knife slot measurement test passed at .029". Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the vessel sealer instrument "malfunctioned". There was no report of patient harm, adverse event or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the "malfunction" issue was a sealing issue experienced with the vessel sealer instrument during a distal pancreatectomy procedure. The target tissue for the procedure was thin pancreatic tissue. No calcified vessels were worked on during the procedure. The vessel sealer jaws did not have any excess debris and was not immersed in liquid during the procedure. The jaws were fully closed for the entire sealing cycle and the master grips were closed tightly on the vessel during sealing. The vessel sealer was not in contact with any metals objects or clips. The vessel sealer was working for the majority of the procedure before it stopped working. There were no error messages or audible tones to indicate the vessel sealer was not working. The operating room (or) staff attempted to removed the instrument and triggered a system fault error. The site was able to get the system working properly and clear the error. A prograsp instrument was also used during the procedure with the vessel sealer. Another vessel sealer was used to complete the procedure.